Event description:
There was an allegation of questionable results from a coaguchek xs meter compared to a laboratory result using an unknown method. At 12:41 pm the meter result was 2.0 inr. The laboratory result within 1.5 hours was 1.4 inr. The patient¿s therapeutic range was 2.0-3.0 inr. The patient¿s testing frequency is weekly.

Manufacturer narrative:
The meter serial number is (B)(6). The patient had an issue setting the time and date on the meter. The call agent assisted the patient in setting the correct time and date on the meter. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.